Event description:
It was reported that the patient was experiencing pain and burning sensation near the implant site. The patient also noted of shocking sensation that occurred on three different occasions. The patient had an injection done to help with the pain.